Event description:
Reportedly, the day after implantation, the atrial lead became dislodged, as confirmed by x-ray imaging. A decrease in atrial sensing was also documented in the patient records. The lead was explanted and replaced with a competitor¿s lead.